Event description:
Bd vacutainer luer-lok access device found with contaminant/foreign substance inside plastic hub. It is navy in color and has several dots appearing like a drop of ink splattered inside the hub. Package is not opened.